Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after the ventricular lead was sutured down, the lead exhibited low pacing impedance, loss of capture and loss of sensing; a suture sleeve tie down damage was suspected. The lead was removed and a new lead was implanted. The patient was stable during and post procedure.